Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic digestive procedure, the stapler was unable to fire and the surgeon was unable to press the green button, although he was able to squeeze the handle. There was no patient injury.